Manufacturer narrative:
Date rec¿d by MFR : 08nov2019, date of report : 11nov2019. The service technician confirmed the repairs had been done and the device returned to normal use however, service technician did not confirm the details of the repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16sep2019.

Event description:
The customer reported touchscreen failure. There was no patient involvement or user harm reported.